Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article. Citation: kajiwara, m., naito, s., sasaki, t. Et al. Robotic left hepatectomy using the glissonean approach and saline-linked bipolar clamp-crush technique. The international journal of medical robotics and computer assisted surgery, 2024; 20:e2674. Https://doi.org/10.1002/rcs.2674 in section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported. .

Event description:
A literature article described a retrospective analysis of seven robotic left hepatectomies which were performed from november 2022 to may 2024 at a single institution using the glissonean approach and saline-linked bipolar clamp-crush technique. The aim of the study was to evaluate the safety and feasibility of this technique. The article identified a 68 year old female patient in the study who experienced a severe, clavien-dindo grade iiia post-operative pneumothorax. Medical intervention for the pneumothorax was not reported. There was no report of a da vinci device malfunction or that a da vinci device caused or contributed to the event.